Manufacturer narrative:
(B)(4). Customer returned a non-alleged deficient product; unable to confirm complaint. Most likely underlying root cause of malfunction: user's test strip had poor storage or/and customer has high glucose value. Manufacturer contacted customer with follow up phone calls for knowing customer condition and ensure the new product replacement resolved the initial concern. Customer informed decrease the glucose level with fluids treatment .the values obtained are 414mg/dl, 246mg/dl, 225mg/dl on each call; customer is satisfied with the new product replacement; customer informed did not need medical intervention.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 150 mg/dl. The blood glucose testing is performed by the customer five times daily. The customer reported symptoms of extreme tiredness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer is currently taking insulin to manage diabetes. The customer is comparing the blood glucose test results from truetrack meter to physician's meter. The customer was at the physician's office for a regularly scheduled visit. During the visit, a back to back blood test was performed by the customer fasting and produced test results of 180 mg/dl using truetrack meter and about 100 mg/dl using physician's meter. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/27/2017 and open vial date is about two weeks. The test results from meter memory were reviewed: (B)(6). Adverse event not reported.